Event description:
According to the reporter: the eea was positioned for an esophagogastrectomy. This was through a chest incision with the anvil in the esophagus and the eea in the gastric pouch. The resident was instructed to fire the eea. Upon trying to pull back on the safety he could not move it. He was instructed to pull harder at which point the safety broke off. At this point it was determined that the instrument had not been closed to the appropriate range for firing. The instrument was then closed completely with the green area of the indicator completely covered in green. As there was no indication of damage to the stapler, it was decided to go ahead and fire the instrument. The handle was compressed fully with two hands. The instrument was then opened two full turns with an audible click being heard. The resident was then instructed to pull the instrument out from the tissue. The surgeon immediately identified that the anastomosis was not intact. No staples were observed in the tissue. The anvil was examined and two complete tissue rings were present. However, one unformed staple was observed stuck into the distal tissue ring. The surgeon stated he saw any unformed staples in the chest cavity. At this point the surgeon started the manual anastomosis. The circulating nurse found all the broken pieces of the safety lever. The procedure was not converted to an open procedure. The incision was not extended by more than one inch. There was no unanticipated tissue loss. There was bleeding reported in excess of 1 liter. The case was extended by more than 2.5 hours. There was no related extended hospital stay. No device fragment or component fell into the patient cavity. No device fragment or component was left in the patient. Correct this condition: the surgery was completed using manual anastomosis. None identified at the time of surgery. Post-op diagnosis: patient was stable and expected to recover complete at the time of surgery.

Manufacturer narrative:
(B)(4).